Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer was having high blood glucose for a week and a half. The customer did not report any symptoms of high blood glucose. The customer's blood glucose was 125 mg/dl at the time of the call. Troubleshooting found the customer's insulin pump passed all functional testing. Customer also reported a motor error alarm along with several no delivery alarms. Customer also stated they were able to complete the rewind sequence on the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.